Manufacturer narrative:
The bolus wizard functioned properly per the bolus wizard sample in the 751 user guide. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that bolus wizard did not compensate for active insulin in the body. Customer's blood glucose was 125 mg/dl. It was reported that insulin pump did not make correct calculations based on information entered. Customer was advised that insulin pump would need to be replaced.